Event description:
Reporter indicated a patient had her vns generator explanted due to pain. It is not known if a new vns generator was implanted. Attempts for further information are in progress. The explanted generator has been returned and is pending analysis.

Event description:
Reporter indicated the patient was experiencing pain at the vns generator site, and this is why the generator was explanted. The pain was constant and not with stimulation. The pain was felt to be due to weight loss and certain body movements. The pain was worse with palpation. A new vns generator was not implanted.

Event description:
Product analysis of the returned vns generator was completed. No anomalies were identified, and the generator performed per specifications. Review of the generator's internal memory noted the last impedance change was on (B)(6) 2011, when the impedance changed from 2467 ohms to 3270 ohms. If high lead impedance had occurred prior to the explant date of (B)(6) 2012, the internal memory would have documented the change to high impedance. As no high impedance was noted in the internal memory, the vns system was working properly at the time of explant. All attempts to the reporter for further information have been unsuccessful to date.